Event description:
Nurse bumped into floor lamp and it fell to floor. Clinical engineer reported that no preuse checkout was done on this 9 year old borrowed equipment. Clinical engineer determined that stops were missing allowing unit to rotate 360 degrees causing the unit to become unbalanced and fall over.